Event description:
Device issue: none. Adverse event: interstitial pneumonia. Onset of adverse event: post procedure. It was reported that during the procedure on (B)(6) 2010, a promus 2.5 x 28, 3.0 x 28 and a 3.0 x 18 were implanted, all overlapping, in the mid right coronary artery. At the end of (B)(6), the patient suffered interstitial pneumonia. Though requested, no additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with any relevant information. The 3.0 x 28 mm promus (1009541-28b, unk) and 3.0 x 18 mm promus (1009541-18b, unk) are being reported under separate medwatch report numbers.